Event description:
The pt was seen at the implant center for device eval in 2001. Testing conducted at the center confirmed that pt's device was no longer functioning. Revision surgery took place the following month and the pt was reimplanted with another clarion device.